Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that green protective sterility cap disconnected from the patient line connector of an amia pd cycler set. The cap was disconnected from the patient line connector and was found in the packaging during setup for peritoneal dialysis therapy. The patient restarted therapy with all new supplies to continue with therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.